Event description:
It was reported to philips that the device was not booting up. The device was not in use at the time of the event. There was no report of patient or user harm/impact. This issue was found during testing of the device. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp performed a visual inspection and confirmed the reported issue. The asp found battery power depleted as the ac connection line was not inserted in place. The asp inserted and reconnected the ac connection. The device passed testing and inspection and returned to full functionality.